Event description:
It was reported that the patient with this artificial urinary sphincter had the device explanted due to atrophy. It was noted that the physician confirmed they believed the placement and size of the cuff were correct and the patient did not have a history of radiation therapy. The device was reportedly discarded post-explant. No additional adverse patient effects were reported.